Event description:
It was reported, during tonsillectomy, the surgeon was performing oral surgery working on the tonsils with the cautery machine when the non-(B)(6) handpiece and attachment burned the patient on the tongue about 1 inch x ½ inch in size. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).